Manufacturer narrative:
For 2 of the 4 reported events, the actual device was received for evaluation. The returned devices were both labeled for single use. Visual inspection of the two returned devices did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. For 1 of the 4 reported events, a partial device was received for evaluation. The device was labeled for single use. The device's flow restrictor and most of the tubing line were not returned. Since the device's flow restrictor was not returned, a functional flow rate test could not be performed to verify the flow rate accuracy of the device. The reported condition could not be verified through evaluation of the partial device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four small volume folfusors overinfused during infusion of fluorouracil. The rate of overinfusion was reported by the customer for these events. The events each involved a patient with no patient consequences. No additional information is available.